Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion sets and cartridges and resumed insulin. There was no adverse impact to customer¿s blood glucose level.